Event description:
During the insertion of the screw into dhp, right, the screw head broke off. The surgeon was using the torque limiter and found that the torque limiter started idling and became unlocked. The doctor checked the direction of the screw rotation, but the torque limiter was not locked at all. The surgeon then removed the screw and inserted a new one.

Manufacturer narrative:
This device is used for treatment not diagnosis. The measurable dimensions of the screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be found. Our investigation has shown that the thread on the head of the screw is badly damaged. The top section of the thread on the shaft is damaged too. The screw drive is intact and the insertion of a screwdriver is still possible. It is assumed that these damages occurred because too much force was applied to the screw during insertion.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.